Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had down arrow button on his pump was not responding correctly. He stated he had to press 1-2 twice to get a response and the issue started 2 days ago. He stated he was going away for couple of days and wan not make sure he does not run into any problem with the pump when he was away. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.